Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was not confirmed. Upon further investigation, the ¿cord removed¿ alarm was triggered although the dose cord remained connected however, the reported issue was not replicated. The device will be returned to the customer with no repair provided. The device passed all functional testing after repairs. Review of service history found no service within the last 12 months. The reported issue was not recorded in the event log.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the ¿cord removed¿ alarm was triggered although the dose cord remained connected. The event occurred before patient use at the facility.